Manufacturer narrative:
Product ID: 3550-29, lot# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The returned ins (serial # (B)(4)) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis identified that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to two overdischarges. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that the patient experienced an overdischarge since (B)(6) 2019. It was noted that on the 3rd attempt they were still unable to communicate with the device. The patient had gained some weight but they could still feel the ins under the skin. No further complications were reported or anticipated. The manufacture representative reported that the patient had a bike cycling accident and didn¿t feel the stimulation as before. Because the stimulation wasn¿t like that before the patient didn¿t recharge their device and it also took longer to recharge because they gained about 10 kg weight. The ins had not been recharged since (B)(6) 2019. The manufacture representative tried a physician mode recharge 4 times and after successful communication the patient recharged the ins during night. In the morning the recharger showed full capacity but without stimulation at 4pm the ipg was empty again. After recharging a bit we were able to communicate via n¿vision to measure impedances and also try to stimulate one again. One pole of the electrode showed a high impedance (>15k), but after reprogramming the patient felt stimulation as after implanting the system. The ins was replaced on the (B)(6) to an intellis. No further complications were reported or anticipated.